Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (71103u159) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip delivery system (cds) caused damage to the previously implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip (71103u159) was implanted medial, at a3/p3. The second clip delivery system (cds 71102u168) was advanced to the mitral valve. When advancing the clip to the left ventricle, the clip became caught on the chordae. Troubleshooting was performed and the clip was freed. There was no chordal damage. While retracting to the left atrium to reposition the clip, there was contact with the first clip implanted, and the first clip appeared to be loosened on one leaflet. The second clip was deployed to stabilize the first clip and for the mr reduction. Two clips were implanted, reducing mr to 1. It was noted that there was some shadowing from the guide during the procedure; however, this did not affect grasping and leaflet insertion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of procedural conditions. The physical resistance with anatomy appears to be related to patient morphology/pathology. Additionally, the poor image resolution issue was associated with some shadowing from the guide that was noted while visualizing the clip during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.